Event description:
The deployment of the acculink was somewhat too proximal leaving the distal end of the stent within the more proximal aspect of the lesion. Subsequently a second stent was deployed to cover the entire lesion area. The pt was neurologically intact and in stable condition. No additional info was available.